Manufacturer narrative:
Conclusion: customer sent part and will make repair.

Event description:
It was reported via repair work order that the power cord no longer providing power to bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.